Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: update product problem to no as new information was received.

Event description:
It was reported that the device was not measuring impedances and was not sensing. The programmer was communicating with a different device than the one that was selected. The leads checked ok with the analyzer. It was further noted that "it started working". The device remains in use. No patient complications were reported as a result of this event. Additional information provided during follow up indicates that the event occurred due to user error. There was nothing noted as being problematic with the device or programmer. Everything operated correctly when the correct device was interrogated. The device remains in use. No patient complications were reported as a result of this event.